Event description:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay, but negative when repeated on a competitor assay (cepheid genexpert). Although the positive results were reported to a clinician, the customer confirmed the diagnosis and treatment was not impacted by the false result. No alleged harm occurred. Patient health information and sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of patient samples with the simplexa covid-19 direct assay, but negative when repeated on a competitor assay (cepheid genexpert). 46 run files with run dates between 10/21/21 to 10/27/21 were provided by the customer but did not indicate which samples were false positive. An fas visited the customer site and noticed a pinched cover aluminum foil on the consumable cover ring as well as liquid residues and splashes inside the instrument. It is suspected the instrument is contaminated possibly from a disc leak, but it is not known when or with what lot of discs this may have occurred. Pictures of the splashes were provided. Investigation into the disc lot used is ongoing. Based on the information provided by the customer, it is likely some level of contamination that has contributed to the false positives seen on both of their instruments. The customer's assay and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x12546n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 11/22/21 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. This is the 1st complaint on mol4150 lot# x13658n for suspected false positives.